Manufacturer narrative:
(B)(4).

Event description:
A report was received that the ipg was relocated from the gluteal to the abdominal area for better charging. The patient was having difficulty charging so the physician preferred to relocate the ipg.

Manufacturer narrative:
Date received by manufacturer - january 20, 2016.

Event description:
A report was received that the ipg was relocated from the gluteal to the abdominal area for better charging. The patient was having difficulty charging so the physician preferred to relocate the ipg.